Event description:
The customer reported via phone call that the insulin pump was alarming compromised force sensor system when changing the reservoir. The customer's blood glucose was unknown. When troubleshooting, it was found that insulin was squirting out during the manual prime process. The customer stated that the insulin pump was not bumped or dropped prior to the alarm occurring. The customer expressed that the drive support cap appeared normal. The customer was advised that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.